Manufacturer narrative:
Batch review performed on 03 october 2023. Lot 140006: (B)(4) manufactured and released on 18-mar-2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 8 years and 11 months from the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta head and stem with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.